Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited increasing thresholds and ultimately, high thresholds. It was discovered that the rv lead caused a perforation, confirmed by a computer tomography, and a pericardial effusion. The lead was explanted and replaced. A pericardium drain was used to treat the pericardial effusion. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead exhibited ineffective pacing stimulation.